Event description:
The fenestrated bipolar forceps was returned without a specified issue. There was no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter to obtain additional information. No further information was available.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have no product issue. Further evaluation found the instrument to have charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test.